Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately one (1) year and one (1) month after placement due to an infection that developed around the implant after placement. This MDR is the first of two reports.